Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b5; e1; e2; e3; g3; g4; h2; h6.

Event description:
It was further reported patient was also revised due to osteolysis, difficulty ambulating and swelling. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 medical records were provided and reviewed by a health care professional. Review of the available records identified the following:patient underwent right total hip arthroplasty. Revision procedure due to patient allegations of pain, tissue damage, metal wear, metal poisoning and pseudo-tumor. Pre/postop diagnosis: mechanical failure of rt tha with pseudotumor metal on metal formation. Procedure: revision rt tha replacement of acetabular and femoral prosthesis secondary to cold weld metal on metal component. Removal of metal on metal articulation and conversion to tripolar ceramic on polyethylene. Ebl 700ml this would be an expected finding given the nature & complexity of the revision surgery. Pseudotumor compressing femoral artery, nerve, and vein ¿ found by vascular surgery services, compression causing rt lwer extremity significant pain, distal swelling, and difficulty with ambulation ¿ workup for infection was negative. Bone grafting of osteolytic proximal femur. Previous incision used, fairly large egress 600ml of turbid black fluid surrounding the hip consistent with the pseudotumor aspirated and removed, samples sent for cultures & pathology. After milking the medial aspect of the thigh the remaining 200-250ml of pseudotumor was decompressed and suctioned out. Similar componentry size yielded excellent stability posterior capsule reapproximated as best as possible, hemovac drain placed. Postop xrays consistent with concentric reduction of the hip joint. Pt to recovery in stable condition, expect 2 nights stay in hospital. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a shell, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown taper adapter, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03087. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It was reported patient was revised approximately 9 years post-implantation due to elevated ion levels and pseudotumor. No additional information is available at this time.

Event description:
It was reported patient was revised approximately 8 years post-implantation due to pain, tissue damage, metal wear, metal poisoning and pseudotumor. No additional information is available at this time.

Manufacturer narrative:
Pn: 139268, m2a magnum taper, ln: 553430 head and tpr ins std were returned and evaluated. Upon visual inspection the head and the insert had been separated with the head showing scuffing on the outside radius and scratches on the lip visible on the face. The insert has been scratched and cut there is visible debris inside of the taper. Additional information provided does not change the root cause of the previous investigation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.